Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was unable to fire the clip. There was no report of loose or slack cable due to this event. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the instrument was inspected prior to use and no obvious damage was reported prior to use. A backup clip applier instrument was used with no further issues nor patient harm. No photographic images of the device(s) or a video recording of the procedure is available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip test was performed and was able to load clip but failed to apply it on the tubing. The root cause could not be determined. Additionally, the instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.03¿ offset at the tips. The root cause of this issue is typically attributed to mishandling. A review of the instrument logs for medium-large clip applier (part# 470327-12 / lot# n10210906 / sequence # 0058) associated with this event was performed. The instrument was last used on 07-may-2022 on system serial (B)(4) with 85 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.